Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that when the nurse was opening the implant, she found that the green cap of the vial was damaged. So the doctor replaced a new implant with other lot number to complete the surgery. Tooth site # 26.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: d4: expiration date and unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant packaging was complete. The outer and inner vials were present. The outer vial tamper seal was observed broken, and its green cap was seen cracked at the top. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and one other complaint was identified. A definitive root cause could not be determined and is still being investigated. However, based on the applicable risk management file and investigation, the following potential causes are being considered/analyzed: transportation, temperature, pressure etc.¿ excessive torque/force application. O-ring on the high side and cap in the low side. Therefore, based on the available information, reported packaging malfunction did occur. Additionally, the reported event was confirmed.

Event description:
No additional or corrected information to report.